Manufacturer narrative:
The reported event of no wireless communication was confirmed. The device could not establish bluetooth communication due to premature battery depletion. X-ray inspection found foreign material that was shorting positive battery terminal to the ground. The foreign material found was consistent with a shaving from the spring insert, which was formed when the pin was pushed into the battery connector housing. A manufacturing issue may have occurred that resulted in reported issue. As a result of this finding, abbott is performing further investigation.

Event description:
New information notes the attempts to interrogate the implantable cardiac monitor failed right after implant when the pocket was closed. The physician had to re-open the pocket to implant the new implantable cardiac monitor. As previously reported the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new implant. It was noted that several attempts to interrogate the implantable cardiac monitor and confirm sensing failed after the device was inserted in the patient. The device was replaced and the procedure was completed. The patient was discharged.